Manufacturer narrative:
Our manufacturing system assures, that production and process controls are in place to ensure that batches conform to the applicable specifications before they are distributed. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
A healthcare professional reported bone loss at nmaf4222 lot#9000790 implant . The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient is healthy. The device was forwarded to the manufacturer. No other medical issues were reported.

Manufacturer narrative:
UDI related data quality updates only.